Event description:
This is filed to report the thrombus requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) and dilator were advanced to the transseptal puncture. At this time a floating thrombus was noted near the guide tip in the right atrium (ra). Continuous aspiration was performed, and the thrombus was no longer visible in the right ventricle. The procedure continued with one clip implanted reducing the final mr to a grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information, a cause for the reported thrombosis could not be determined. However, the reported patient effect of thrombosis as listed in the instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.